Manufacturer narrative:
(B)(4).

Event description:
It was reported there was crosstalk causing inappropriate ventricular inhibition. Patient presented in clinic for a normal device changeout. After the procedure crosstalk was exhibited. The lead was explanted and replaced. The patient experienced no complications.